Event description:
Surgeon was performing a radical laparoscopic nephrectomy. The surgeon cut the renal vein with the endo gia and the vascular reload. The first vascular reload fired but the second reload did not fire. A new endo gia with a vascular reload was obtained and this one did not work either.